Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after they went for swimming. Insulin pump had crack on the outside of the battery compartment from the top where the cap was all the way down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to mold and corrosion just about everywhere on electrical boards including the lcd connector located on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.